Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during an emergency intubation, the light on the c-mac 8403 laryngoscope failed (situation related to aspiration). Currently, it is being determined on-site whether the patient suffered any harm as a result. However, a definitive medical assessment is difficult because the aspiration had already occurred.